Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 165 mmol/l. The customer was prompted to repeat the sample as the result was high. The repeat result was 139 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Calibration was last performed on (B)(6) 2023. The qc recovery data provided was acceptable. The field service engineer (fse) found damaged tubing and replaced the rinse and vacuum tubing and vacuum diaphragms. The fse performed a hardware check, calibration, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.